Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an electrical reset occurred "soon after a radiation therapy." Review of manufacturer's database revealed the patient died 3 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported the patient's last device check had been (B)(6)2010 with no events noted and everything checked out fine. Patient was not pacemaker dependent. She was receiving the radiation therapy on (B)(6)2010 for lung cancer, the device had started beeping soon after, but was able to be reset.